Event description:
The end user/pt was discharged from the hospital on palliative care on tuesday (B)(6) 2011. He died on wednesday (B)(6) 2011. Over the course of the night (B)(6), the oxygen alarm went off on the concentrator.

Manufacturer narrative:
Unit was being used in (B)(6) when alleged incident occurred. We are waiting for unit to be returned for evaluation.